Event description:
It is reported that a complete se iliac peripheral bare metal stent was implanted in a patient approximately 33 days post expiry. The product was separated and awaiting collection. It is reported that the physician knew that the product had expired prior to the implantation procedure. However, the patient arrived with a tibio- peroneal level dissection and the physician decided to use the device in an attempt to save the patient's leg. No patient complications or adverse events are reported.

Manufacturer narrative:
Results: device used beyond expiration date. IFU and product labels state expiry date. No device received for evaluation. Device or procedural images not returned for evaluation. Conclusions: IFU and product labels state expiry date. No malfunction. Device used beyond ubd. Recommended in IFU that the shelf life be verified prior to use. Device or procedural images not returned for evaluation. (B)(4).